Event description:
It was reported that the patient presented remotely via merlin.net. The pacemaker had inappropriate mode switch episodes due to far r over-sensing. No interventions were reported. The patient was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. The pacemaker had inappropriate mode switch episodes due to far r over-sensing. No interventions were reported. The patient was stable.